Event description:
It was reported that during pretest sterile water leaked from the foley catheter cuff.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Sample was evaluated and observed there was a pinhole on the bottom part of sac collar that allowed water to leak out. Pinhole was examined under microscope and noted to be round and smooth. A review of the manufacturing process indicates that the process can produce of this type of defect. Therefore, this failure mode confirmed manufacturing related. A potential root cause for this failure could be due to bubble during dipping process. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6) center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest sterile water leaked from the foley catheter cuff.